Event description:
The customer contacted heartsine to report that their device failed to issue visual CPR instructions. Without visual instructions, a lay user may not know how to properly use the device on a patient which could delay therapy.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate or verify the reported issue. The customer received a replacement device, and the returned device was scrapped by heartsine. The cause of the reported issue could not be determined.

Event description:
The customer contacted heartsine to report that their device failed to issue visual CPR instructions. Without visual instructions, a lay user may not know how to properly use the device on a patient which could delay therapy.